Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (haemorrhage).

Event description:
During the index procedure there was three endeavour drug eluting stents implanted; two in the rca and one in the lad. It is reported that the patient suffered a gi bleed approx 35 months post index procedure. Patient was treated with a colon fiberscope. Investigator indicated that the event was not related to the study stent.

Event description:
Patient is in remission.